Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received that the product is in possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this ICD and rv lead were explanted four months later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to a compromised right ventricular (rv) lead. This ICD and rv lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms along with oversensing of noise and loss of capture (loc). Subsequently, the device was programmed to monitor only and an alert for out-of-range pacing lead impedance was then detected via the patient¿s remote monitoring system. Additional information was received indicating that loc did not result to greater than 2 seconds of asystole and surgical intervention has not been performed. A week later, a red alert for the high, oor, shock impedance measurement was detected. At this time, the system remains in service. No adverse patient effects were reported.